Event description:
It was reported per field service report: on pt, symptom. "Intermittent display goes black." Findings/action taken: found and replaced defective umbilical cable.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. During a paperwork review, we found that this event was reportable. Biomed replaced an umbilical cable that was causing the display to intermittently go black. Unable to confirm as umbilical cable was not returned for evaluation .